Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trial broke during surgery.

Manufacturer narrative:
The device associated with this report was not returned for evaluation. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A complaint database search on the provided product code identified similar reported events. Previous investigations attributed the root cause to device wear from normal use and servicing. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.